Manufacturer narrative:
Continued postal code e1: s4v2x8. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture to unknown side. Device status is unknown.